Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump delivered a motion sensor test failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. No information of the situation was available. No troubleshooting was performed on the device. It is unsure if the device will be replaced. It is unsure if the device will be returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error was noted. The motor was tested outside the device and passed. Unit was received with minor scratched display window, case and keypad overlay.